Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. Prod eval results: visual inspection of the lens showed a small piece of one of the haptics was torn off and is missing.

Event description:
The facility states that the surgeon successfully implanted a model aa4203tf intraocular lens into the pt's eye, but noted damage to the lens. The surgeon removed the lens without injury. The injector model and lot # are unk. The facility used a model mtc60c fp cartridge but the lot # for this is unk. It is unk what caused the damage to the lens.